Event description:
It was reported that the they received an error during a tomo sweep and the c-arm stopped and compression was released. This resulted in the patient having to be re-exposed. After the x-ray tube was zeroed, the faults cleared and the gantry was recycled the unit is working as intended.